Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were unable to get patient data to flow to their monitor. They got another arctic sun device from ed, and it appears to be working. They wanted to know what to do with the first device. Advised it was possible the temperature out cable needs to be replaced and suggested calling help line prior to swapping devices. They stated they did not have time to troubleshoot. Suggested having biomed pick up in the morning and call them for troubleshooting.

Manufacturer narrative:
Sample was not received. The reported issue was inconclusive. Root cause was not able to be isolated. It was noted that they were unable to get patient data to flow to their monitor. They got another arctic sun device from ed, and it appears to be working. They wanted to know what to do with the first device. Advised it was possible the temperature out cable needs to be replaced and suggested calling help line prior to swapping devices. They stated they did not have time to troubleshoot. Suggested having biomed pick up in the morning and call them for troubleshooting. The instructions for use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were unable to get patient data to flow to their monitor. They got another arctic sun device from ed, and it appears to be working. They wanted to know what to do with the first device. Advised it was possible the temperature out cable needs to be replaced and suggested calling help line prior to swapping devices. They stated they did not have time to troubleshoot. Suggested having biomed pick up in the morning and call them for troubleshooting.

Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated. A DHR review is not required as the serial number is unknown. Baw2800548 rev 2 and baw2800424 rev 2 were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were unable to get patient data to flow to their monitor. They got another arctic sun device from ed, and it appears to be working. They wanted to know what to do with the first device. Advised it was possible the temperature out cable needs to be replaced and suggested calling help line prior to swapping devices. They stated they did not have time to troubleshoot. Suggested having biomed pick up in the morning and call them for troubleshooting.